Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure. It was found that the set screw slipped during insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination identified the leading portion of the first thread is sheared off. Functional evaluation with a sample mas found the implant was able to be fully engaged into the mas head without issue. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.